Event description:
It was reported that a tandem mobi cartridge alarm occurred, and the alarm was attributed to exposure to external magnets, such as those found in iphones. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Technical support confirmed the alarm, instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.